Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the evaluation, the cause was determined to be one or more cycles that advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:34:13. During night drain cycle four, the patient's ultrafiltration reading was 1957ml, indicating the home patient (hp) drained 1957ml more than their maximum programmed fill volume of 3000ml. No additional information is available.